Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported that the customer experienced a low blood glucose level 50 mg/dl. Customer was not able to enter carbohydrate and blood glucose level. Customer declined troubleshooting for low blood glucose level. Device will not be returned for analysis.